Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: b5 and h6 (component code has been corrected to 3092 - nozzle) additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of clogged air/water supply was confirmed. Based on the results of the investigation, the foreign material could not be identified. It is unknown whether the reprocessing was conducted in accordance with instructions for use (IFU). The foreign material residue point was confirmed to be free from deformation. However, a root cause could not be identified. The instruction manual states the detection method associated with the event in "instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection", and preventative measures in "instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing conducted after an unspecific therapeutic procedure.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope air/water supply was clogged. The issue occurred during an unknown therapeutic procedure. The intended procedure was completed with the same set of equipment, and there were no reports of patient injury or harm.